Manufacturer narrative:
The subject device will not be returned because it remains implanted. A device history record (DHR) review, similar complaints review, and labeling review were completed as part of the device eval. Despite efforts to obtain the lot/batch number, it remains unk. Because it remains unk, a ship history was performed to identify possible batches sent to the user facility. DHR reviews of the possible batches found no issues or discrepancies. Similar complaint reviews on the possible batches found no other reported complaints. While similar complaints were found in a review across the product family, reviews of the trends and numbers do not identify an adverse trend. The labeling review confirmed the risk of the reported event is contained in the device directions for use (dfu). Per the dfu: "due to the delicate nature of the matrix2 detachable coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration." Also, per the dfu: "if matrix2 detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Finally, per the dfu: "if resistance is encountered when withdrawing the matrix2 detachable coil delivery wire, draw back on the infusion catheter simultaneously until the delivery wire can be removed without resistance." Based on the info known at this time, boston scientific has determined that operational context contributed to the event.

Event description:
It was reported in 2008 that during an aneurysm coiling procedure, the user advanced the coil (subject device) into the aneurysm. The subject device was halfway into the aneurysm, but the physician needed to pull it back because the subject device would not go into the aneurysm fully. Resistance was felt prior to the issue, "...mainly because the coil may have been too long..." When the physician attempted to pull back, the subject device "...broke off at the detachment junction..." The subject device was tacked down by a stent. "The pt is fine and the case was completed successfully."